Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. A revision occurred on (B)(6) 2018. The catheter was blocked. No aspiration was possible during surgery; there was no cerebrospinal fluid (csf) backflow. The catheter was explanted and replaced by a new 8780 catheter. The spinal segment of the explanted catheter will be returned for analysis. The patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 2.798 mg/day via an implantable pump. The indication for use was not reported. It was reported that during a refill, the physician aspirated approximately 19.5ml of morphine instead of 14.5 ml. The pump did not appear to have any issues and had a normal status. The hcp tried to aspirate the catheter, and it was impossible. Contrast fluid via the side port showed the catheter seemed to be blocked. Surgical intervention did not occur. It was unknown if surgical intervention was planned. The issue was not resolved. However, the patient's status was alive - no injury. The device status was ¿implanted - remains in service. It was noted that the patient had a spinal fusion of l3/l4. Additional information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.